Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that no overheating has occurred, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during npwt utilizing renasys touch pump, there was a burning smell when the nurse connected the ac adapter to the device. The treatment was completed without the battery. This pump felt more noisy than usual.